Event description:
It was reported that the user experienced repeated alert 38 events indicating a motor stall, attempted restarts without resolution, and completed a dry run that was successful; education was provided on supply-change best practices, including filling cartridges as needed and not reusing or pre-filling cartridges, and replacement cartridges were shipped. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or hospitalization. Investigation included remote troubleshooting, a guided dry run, and review of cartridge handling practices. Investigation of this case revealed a suspected supply-related issue consistent with motor stall behavior, with potential contribution from cartridge handling practices; a new supply change was advised and implemented. It was concluded, based on previously established findings for similar reports, that the cause was user handling of disposable components contributing to a motor stall alert, with device function confirmed via successful dry run.

Manufacturer narrative:
Initial.